Event description:
Material no. 368608, batch no. 9080862. It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle the safety device is detaching from needle. The following information was provided by the initial reporter: "safety device is detaching from needle." No needle stick.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. Additionally, the samples were evaluated and the customer's indicated failure mode for safety shield separation with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text: see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 368608. Batch no. 9080862. It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle the safety device is detaching from needle. The following information was provided by the initial reporter: "safety device is detaching from needle." No needle stick.